Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's mother reported that they had a kinked cannula. The customer's blood glucose was 486 mg/dl at the time of incident. The customer's blood glucose was 400 mg/dl at the time of hospitalization. The customer's blood glucose was 211 mg/dl at the time of call. The customer's mother stated that they were vomiting. The customer's mother stated that they gave manual injection. The customer's mother stated that they were given insulin drip and fluids to treat the blood glucose. The customer's mother stated that they were wearing the insulin pump during hospitalization. The customer's mother stated that they found small air bubble in the tubing during troubleshooting. The customer's mother performed high pressure test and the insulin pump passed. The insulin pump will not be returned for analysis.